Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the investigation findings, the malfunction was most likely caused by stress-related factors, such as component damage or normal deterioration over time. Available information indicates that the complaint is consistent with an expected or random component failure and does not suggest a design or manufacturing defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the adhesive on the bending section cover of the cystonephrovideoscope has a chip. There was no patient involvement.